Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During an unknown procedure a tooth from the patella cutting jig fractured off. No patient injury was reported.